Event description:
The procedure was carotid stentint and was being conducted under a physician-sponsored ide. A single center registry of carotid stentint with distal protection device for obstruction carotid artery disease. The aviator dilatation catheter was successfully used to dilate the carotid artery lesion; however upon withdrawal of the aviator dilatation catheter, it was noted that the catheter disntegrated on the wire. However, all parts of the catheter were contained within the sheath. It was confirmed that no parts of the catheter entered the patient's vasculature, and there were no adverse effects to the patient. However, postprocedure, the patient complained of head and neck aches. The product was returned for evaluation and testing; however, the engineering evaluation is not complete.